Event description:
The customer reported that one sample of product was identified with "a port that appears to be contaminated or damaged". The customer reported the contamination appeared to be streaks down the side of the port. This was noted by the pharmacy during compounding. The sample was returned for evaluation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The customer reported that the injection site appeared to be damaged or contaminated. The sample was returned and evaluted, and contamination within the component was identified between the injection site sidewall and the septum of the component. Due to the location of the contamination, it was likely introduced by the component supplier. Should additional relevent information become available, a supplemental report will be submitted.